Event description:
Meter display on advantage system had missing segments in the hundreds place. The caller was unaware of the issue prior to calling acc. No adverse event reported. Requested return of suspect device and replacement was sent.